Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin (dose, frequency and route not reported) and inj tobramycin (80mg, frequency and route not reported). The outcome of the peritonitis event was not reported. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that on an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear, the course of antibiotics was complete, and the patient was discharged from the hospital. On an unreported date the patient was doing well and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.